Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power management graph shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer a replace battery now alarms. The customer¿s blood glucose level was 236 mg/dl. It was reported that they did not receive a low battery alert prior to the replace battery now alarm. The insulin pump was returned for analysis.